Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 8/15/2018 and 9/4/2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that tecnis multifocal intraocular lens (model zlb00, +21.5 diopter) was explanted from patient¿s operative eye because of patient experiencing hyperopia. Reportedly, the lens was replaced with the same model, zlb00, +22.5, a larger diopter. Patient was doing fine. There was no incision enlargement, no patient injury, no vitrectomy performed. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/1/2018. Device returned to manufacturer? Yes. Device evaluation: the returned sample was received in a biohazard bag. The lens was placed in a different serial number (sn) daisy wheel; however, it has been identified with a note indicating the complaint sn and model. The lens was found cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.